Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "the patient has had recurrent pneumopathies with one of the etiological hypotheses, the presence of a breast implant accompanied by pulmonary inflammatory processes accompanied by autoimmune disorders favored by silicone" considered not device related. Healthcare professional also reported "suspicion of rupture". Healthcare professional later reported "small calcifications are observed in places". Patient was prescribed azithromycin, pyostacin, prevenar, shingrix, anti-influenza, anti-covid. This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "the patient has had recurrent pneumopathies with one of the etiological hypotheses, the presence of a breast implant accompanied by pulmonary inflammatory processes accompanied by autoimmune disorders favored by silicone" considered not device related. Healthcare professional also reported "suspicion of rupture". Healthcare professional later reported "small calcifications are observed in places". Patient was prescribed azithromycin, pyostacin, prevenar, shingrix, anti-influenza, anti-covid. This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture, calcification and other-medical was received on (B)(6) 2026, with lot number 1394541. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - other - medical: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: not observed through visual inspection. - calcification: observed calcification on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.